Manufacturer narrative:
Field service technician indicated the ups on the device popped and smoked when it was connected to power during the initial investigation of the service call. The device was disconnected from power and replaced. The device placed back in service after successful testing. Fluid was present inside the ups.

Event description:
Customer reported a non-functioning pas device caused by a fluid ingression of IV fluids. There was no patient present and no harm occurred.